Event description:
A type IV kenyan patient developed footprinting following her first ipl hair removal session. Customer reported that they treated the patient conservatively as a type vi. Treatment was started at 17 joules and they dropped first to 16 and then to 15 joules due to patient complaint of discomfort. Patient stated that the treatment felt much better at 15 joules and the treatment was completed 2 hours after the treatment due to complaint of redness; the physician examined the patient and documented obvious footprinting and prescribed aristourt 1%. The following day the physician prescribed rinnova and solaquine 4%.